Manufacturer narrative:
There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device, as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported, that the patient underwent an artificial urinary sphincter (aus) procedure. A week after the surgery, the patient failed voiding trials and experienced discomfort and retention. A new surgery was performed to upsize cuff, where urethral erosion was discovered. The device was explanted. And a new device was not implanted. No device issues were reported. After surgery, the patient is expected to fully recover.